Event description:
An iti representative reported that during a routinely scheduled pick-up, the pt's husband stated that his wife was scheduled to have surgery, allegedly due to stuff left inside of her. The attending nurse reported to iti's clinical director that the wound allegedly healed so fast that it healed right over the foam.

Manufacturer narrative:
Attending physician reported the pt experienced no harm from the few pieces of foam he found when exploring the wound. He was planning to take the pt back to surgery anyway. In his opinion, there was no device failure but rather the healthcare provider acted outside of the clinical guidelines. Iti's device labeling, available in print and online, states "do not use black foam in tunnels" and "black foam may be used in undermining, consider wrapping it in a wound contact layer". This report is being filed due to user misuse.